Manufacturer narrative:
Correction: d5 - health professional should have been selected on the initial report rather than other. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformations to the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported with an issue of "poor air and water supply (not resolved even after washing twice) ". The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device air/water nozzle. This report is being submitted due to the finding of foreign material in the air/water nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
Full name of the customer establishment : (B)(6). The subject device was received and evaluated . Device evaluation found clogging of the air/water nozzle due to foreign material attributed to handling (insufficient cleaning). Due to clogging of nozzle, water removal ability does not meet the standard value.. The reported issue of " poor air and water supply (not resolved even after washing twice) " could be confirmed. Furthermore, the following defects were identified during device inspection: the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Scratches on the insertion tube due to external factors are observed. Wrinkles in the insertion tube due to external factors are observed. There are curved rubber scratches caused by external factors. The curved rubber adhesive part is missing. Scratches are found on switch 1 (sw1) due to external factors. The suction cylinder is scraped due to external factors. There are scratches on the up/down knob due to external factors. There are scratches on the ud angle fixing lever due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the right/left knob due to external factors. There are scratches on the right/left angle fixing knob due to external factors. Peeling of paint is recognized on the suction cylinder. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : information provided on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Facility not aware of the foreign material adhered on the device. It was noted ¿unknown¿ . Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Submerged the endoscope in cleaning fluid- noted ¿unknown¿ information on manual cleaning: performed (wipe/brush the air/water nozzle with gauze, brush/sponge). Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Reprocessing were normal and without issues. Facility noted no abnormalities on the accessories used for reprocessing. Any concerns on reprocessing- no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.